Event description:
On (B)(6) 2011, the patient's sister called animas stating that the display screen was dim with yellow lettering since (B)(6). Animas attempted to contact the patient and her sister but was unsuccessful. She says her blood glucose levels have been 234-480 mg/dl since she began to take care of her on (B)(6). Another sister is her usual caretaker but she has been unavailable which is why she was taking care of her. She reported that the patient had some nausea and vomiting the past couple of days and did not check for ketones. The patient's sister gave her injections of insulin to bring her blood glucose levels down. She reported that her last site change was (B)(6) on the abdomen. She says she has used the abdomen for many years. The patient could reportedly read the screen safely. The screen was not brighter when using the contrast default. Although it is unknown whether the issue caused the user to use the pump differently, this complaint is being reported because the user alleged the display screen was dim and faded and the patient subsequently experienced symptoms indicative of hyperglycemia.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. The display screen was dim and reddish. A test screen was installed and there was no problem found with the pcb. All keypad buttons were activating desired pump functions when pressed. A flow accuracy test was performed and the pump was found to deliver insulin accurately. The daily insulin delivery totals correctly reflected the programmed basal rates except on (B)(6) when the pump alarmed that it exceeded the total daily dose limit. No alarms or pump conditions indicating a pump malfunction were recorded in the black box or alarm history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.